Event description:
It was reported during the implant attempt that the right atrial (ra) lead had high thresholds and when examined during the threshold measurement it was noticed that the pin on the connector end of the lead was bent. The ra lead was not used and another ra lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal connector of the lead was extrinsically bent was found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.